Manufacturer narrative:
(B)(4). The sample was returned to the site and a laboratory investigation was performed. The quadrox-I was delivered but the yellow cap of the venting membrane was not supplied and the oxygenator was still wet from the priming solution. A leak test was performed and the leakage of the venting membrane was confirmed. Maquet cardiopulmonary gmbh is already aware of this issue and CAPA-15-08-002 was initiated to address the appropriate corrective and preventative actions. The CAPA owner has been notified of the complaint and it has been confirmed this is the same failure identified in CAPA 15-08-002. Trending will be performed and monitored as part of the CAPA process. A full further investigation, all other actions and the effectiveness thereof will be carried out as part of the CAPA investigation. Due to this, the complaint will now be closed. Please note this is the final report.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital: 'the oxygenator was primed and pressurized without problem. Before the case began the perfusionist noticed that te device was leaking from the yellow-capped hydrophobic outlet on the oxygenator. The leak was slow, but noticeable. The device was swapped out before the patient was connected. No delay to the procedure was noted, no effect to the patient.' (B)(4).